Event description:
It was reported that during use with a bd facs¿ sample prep assistant the wash tower leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the wash tower was overflowing. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that was leaked? "Wash fluid". What is the source of leak? Waste line or non-waste line? Wash tower was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was there spray or fluid under pressure? No.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is limited to part: 650686 spaiii and serial number: (B)(6). Problem statement: customer reported: wash station is overflowing. Manufacturing defect trend: there are (B)(4) qns related to the reported issue. Date range (date of incident to 12 months back) from 29nov2020 to date 29nov2021 (rolling 12 months). Complaint trend: there are (B)(4) complaints related to the reported complaint. Date range (date of incident to 12 months back) from 29nov2020 to date 29nov2021 (rolling 12 months). Investigation result / analysis: per fse report: replaced wash evacuation pump with a new component, ensure all fittings are secured and that the strainer is clear. No overflow observed during repeated prime cycles. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2005. Defective part number: 334297 ¿ miniwash assembly. Work order notes: subject / reported: wash station is overflowing. Problem description: wash station is overflowing. Cause: wash pump not working. Work performed: replaced wash station pump. Solution: replaced wash station pump. Returned sample evaluation: did not request return of defective pump. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn650686 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.29 _. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide__. Risk control:_alarp_____. Mitigation(s) sufficient yes no. Root cause: based on the investigation result and the fse¿s report the root cause was a defective waste pump. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflow.

Event description:
It was reported that during use with a bd facs¿ sample prep assistant the wash tower leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the wash tower was overflowing. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that was leaked? "Wash fluid". 4. What is the source of leak -- waste line or non-waste line? Wash tower . 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. 7. Was there spray or fluid under pressure no.

Event description:
It was reported that during use with a bd facs¿ sample prep assistant the wash tower leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the wash tower was overflowing. 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that was leaked? "Wash fluid" 4. What is the source of leak -- waste line or non-waste line? Wash tower 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no 7. Was there spray or fluid under pressure no

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is limited to part: 650686 spaiii and serial number: (B)(4) ¿ problem statement: customer reported: wash station is overflowing ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months) ¿ complaint trend: there are 3 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months) o (B)(4) (this complaint) ¿ investigation result / analysis: per fse report: replaced wash evacuation pump with a new component, ensure all fittings are secured and that the strainer is clear. No overflow observed during repeated prime cycles. ¿ service max review: review of related work order# 02223464 install date: 21apr2005 defective part number: 334297 ¿ miniwash assembly work order notes: o subject / reported: wash station is overflowing o problem description: wash station is overflowing o cause: wash pump not working o work performed: replaced wash station pump o solution: replaced wash station pump ¿ returned sample evaluation: did not request return of defective pump ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: o risk management file part #100245ra, revision 03 was reviewed. O hazard(s) identified? Yes no ¿ hazard ID: 3.1.29 _ ¿ hazard: environmental biohazard ¿ severity: 5 ¿ probability: 1 ¿ risk index: 5 o implementation: bd facs sample prep user¿s guide__ o risk control:_alarp_____ o mitigation(s) sufficient yes no ¿ root cause: based on the investigation result and the fse¿s report the root cause was a defective waste pump ¿ conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflow h3 other text : see h.10